Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A review of the device history records was completed: triangle manufacturing, inc. Manufactured the hand piece for battery powered driver, part number 05.000.008, and lot 002459 (synthes lot 6082161). Initially, the part conformed to the supplier¿s certificate of conformance and synthes final inspection sheet. There were no material review reports, non-conformance reports, or complaint related issues with this lot. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during surgery, a set with two different hand pieces for the battery powered driver for a sternal drill were not working correctly. When the disposable battery was hooked up, the drill ¿turned¿; however it did not engage fully, several battery packs were inserted and each time the drill did not work. There was an approximate delay in surgery of 40 minutes as thirty-six screws on the sternal plate had to be hand driven. The surgeon continued to complete the operation through use of manual instruments. There was no adverse effect to the patient. It was discovered after the procedure that the scrub technician had the devices in the locked position and this is why they would not work, once unlocked they reportedly worked fine. This is report 1 of 2 for (B)(4).